Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the epicardial right ventricular (rv) lead had increasing thresholds over time. The lead was capped and replaced by a new epicardial lead on the left ventricle. No patient complications have been reported as a result of this event.